Event description:
A customer reported a persistent issue with their device, which had been occurring for over a month, regarding an incorrect time display greater than five minutes compared to the actual time. The customer's blood glucose level was within the normal range, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The customer received assistance from technical support to update the pump time, with advice to monitor and follow up if the discrepancy recurs, which the customer understood and acknowledged.